Event description:
The complaint alleged that during a routine shift check by a clinician, the device displayed an "error 44" message. The complainant indicated that there was no pt involvement in the reported malfunction.